Manufacturer narrative:
An intuitive surgical, inc (isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator 3 (usm3) due to an obstruction stopping the fitting of a drape or cannula. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed/replicated the reported complaint. When the usm was tested on an in-house system, it passed testing in normal mode. During the course of installing/testing various instruments, difficulty of inserting the cannula was observed. The cam block was found to be stiff. As a fix to the reported problem, the cannula mount assembly will be replaced. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. There were no images or procedure videos provided for review. This complaint is considered a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure that the staff was unable to connect a cannula to universal surgical manipulator 3 (usm3). Prior to calling for support, the staff replaced the drape with no change. When the new drape did not allow the cannula to connect, the staff proceeded without using usm3. No troubleshooting took place on the call. The reporter requested the intuitive field service engineer (fse) follow up to verify/resolve the usm3 issue. The procedure was completed with no reports of patient injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained the following additional information: the customer did not have any specific information regarding the complaint, besides arm 3 not being able to attach to the cannula and that the engineer was able to resolve the issue.